Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached prematurely on the second day of wear after she bumped against the door and was unable to obtain scan readings. The customer experienced palpitation and a loss of consciousness and self-treated with sugar. Customer further reported that she administered rapid insulin as advised by her doctor. There was no report of death or permanent injury associated with this event.